Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope showed no image. A visual inspection was performed and showed the outertube had a cracked weld and cracked internal lenses. This damage is caused by excessive force applied to the outertube. No manufacturing related defects were observed.

Event description:
It was reported that the scope showed no image. No patient injury reported.